Event description:
Procedure: lobectomy. Reportedly, the instrument was fired to the lung and a "cracking" sound was heard; however, the surgeon continued the firing. Then when the surgeon opened the stapler jaws, it was confirmed that staples were not placed to the tissue and the staples were not formed. More than 500cc of bleeding occurred and was treated. The surgeon considers that the tissue was thick. The patient is in good condition after the surgery.

Manufacturer narrative:
.